Event description:
It was reported that during a embolization procedure in the gastric artery, under radioscopic view in patient's body, the subject coil was missed. When observed out of the patient's body, the absence of the subject coil was confirmed. On follow up the customer is unknown if the coil was attached to the delivery wire during preparation/prior to use on the patient. The customer thinks that the subject coil did not exit in the package before insertion that is, not attached in the production process. And therefore, could not find the subject coil anywhere. The customer confirmed that, the subject coil was confirmed to be in good condition during preparation/prior to use on the patient. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added.d4 expiration date - added.due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. A review of manufacturing records indicates that the correct number of component units were issued to the lot. There was no rework, non conformances or note to files associated with this lot which could have contributed to the reported event. All quantity verifications were completed successfully prior to release. Additional information received indicates the tamper seal was intact when the product was received by the customer. As the product packaging was not returned for analysis a packaging inspection could not be completed. As the product/product packaging was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. An assignable cause of undeterminable was assigned to the reported missing/incorrect device/component and device or device component not visible under fluoroscopy.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a embolization procedure in the gastric artery, under radioscopic view in patient's body, the subject coil was missed. When observed out of the patient's body, the absence of the subject coil was confirmed. On follow up the customer is unknown if the coil was attached to the delivery wire during preparation/prior to use on the patient. The customer thinks that the subject coil did not exit in the package before insertion that is, not attached in the production process. And therefore, could not find the subject coil anywhere. The customer confirmed that, the subject coil was confirmed to be in good condition during preparation/prior to use on the patient. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.